Event description:
Caller states that during a correlation study the following coaguchek xs/laboratory results were obtained: 3.6 inr/2.63 inr. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.